Event description:
A us distributor contacted zoll to report that a patient developed an open blister under the lifevest equipment. Patient described the area as raw open blister, digging into skin. There was no alleged device malfunction contributing to the irritation. The patient reported reaching out to physician, but there is no indication of medical intervention. Outcome of the irritation is unknown.